Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old male pt alleged that he had a small area under the front blue electrode that blistered and some liquid came out. A follow up with the pt revealed that the irritation was still present and that the pt planned to see his dr about the open sore. The pt continues to use the lifevest. There is no additional info available on the condition of the pt's skin.

Manufacturer narrative:
Electrode belt sn (B)(4) was not returned to the MFR. There is no indication of a device failure associated with this event. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.